Manufacturer narrative:
The reported events were dislodgement and an increased capture threshold resulting in a loss of capture. As received, a complete lead was returned for analysis. The s-curve hump height was measured and it was within product specification. The reported event of an increased capture threshold resulting in a loss of capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies, with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, an increase in the capture threshold resulting in a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed a dislodgement of the lv lead. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.